Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 14 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.